Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete. Discarded

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed during preparation for a surgical procedure. It was further reported that there was no patient involvement, no delay and no adverse consequences as a result of this event.